Event description:
It was reported the patient never had therapeutic effect and experienced loss of bladder control. It was stated the urine ran ¿right through the patient and she didn¿t have the strength to stop it. It was stated the patient did not feel stimulation at the time of report. The doctor ¿never gave her direction on what to do.¿ reportedly, none of the other programs were working either, she had tried programs 1-4 and she didn¿t feel stimulation on any of them. It was stated the patient was on program 3 at 2.20 volts and stimulation was on. The patient then felt stimulation at 2.35 volts. The patient was redirected to her healthcare provider. It was reported the patient had a loss of therapeutic effect since she had her battery replaced to normal battery depletion on (B)(6) 2013, and the urine ¿pours out of her.¿ the patient stated the patient programmer would turn itself off, however it was clarified the programmer shuts itself off after two minutes to conserve battery power and that resolved the reported issue. It was stated the stimulation sometimes shut itself off. It was stated the therapy was not working as expected. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v535750, implanted: (B)(6) 2010, product type: lead. (B)(4).